Event description:
The customer received questionable results from coaguchek xs meter serial numbers (B)(4) when compared to a sysmex ca-1500 analyzer using dade innovin reagent. Of the data provided, only the following 6 comparisons were discrepant. Patient (B)(6), meter result was 2.5 inr and laboratory result was 1.95 inr. Patient (B)(6), meter result was 3.9 inr and laboratory result was 2.8 inr. Patient (B)(6), meter result was 2.4 inr and laboratory result was 1.5 inr. Patient (B)(6), meter result was 2.4 inr and laboratory result was 1.82 inr. Patient (B)(6), meter result was 2.0 inr and laboratory result was 1.07 inr. Patient (B)(6), meter result was 3.2 inr and laboratory result was 2.36 inr. There was no allegation of an adverse event. The suspect meters and strips were requested to be returned for investigation.